Event description:
Rptr purchased ace knee brace to play tennis. Knee became red when brace was removed. Consumer returned it to the drug store. Next morning, the knee was covered with blisters and rptr went to the emergency room prescriptions were dispensed for cream and pain. The drug store was unable to locate the brace that was returned.